Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the device, model # 37761, s/n (B)(6), revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pts charger would not work. Pt noted it does not seem to be charging the plug in unit. Pt noted where the desktop charger (dtc) plugs into the recharger was loose and could be wiggled/the pin was damaged. Pt noted they tried charging the implant but they were getting a triangle with the unit battery showing its empty with lightening bolts and cord. Pt noted the last time they charged was 2.5 weeks ago and last time they were charging the implant the recharger battery light looked liked it was depleting (recharger (insr) could see line was short and not a full charge. During call pt verified there was no damage to the insr charging port; pt noticed on the dtc the wire at the tip, one side of the cord was pulled away and pt could see white stuff inside the cord; the wires were exposed. No symptoms were report ed.